Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number 3003898360-2019-00996 is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that the clip jammed; clips are not fired and bitten when it came out.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A clip was partially loaded incorrectly and was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed, and the trigger cycle was completed. The next clip was protruding from the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. On the first attempt, a double feed occurred where the second clip became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The yoke was broken at the pin position due to the clip stacking. The sample was received with 12 clips remaining including the partially loaded clip, indicating that 3 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip jam" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A clip was partially loaded incorrectly and was stuck in the bent rotation tab. Upon functional inspection, a double feed occurred where the second clip became stuck in the bent rotation tab. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The yoke was broken at the pin position due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1800728. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip jammed; clips are not fired and bitten when it came out.